Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller from inform system user facility reported patient blood glucose results: lab (B)(4) 171 mg/dl; lab (B)(4) 159 mg/dl; inform (B)(4) 527 mg/dl; inform (B)(4) 599 mg/dl; inform (B)(4) 553 mg/dl; inform (B)(4) 598 mg/dl; inform (B)(4); 563 mg/dl. She does not know if the patient received any treatment based on the meter readings. There was no report of adverse effect to the patient based on the meter results. A request was made for the return of the strips, replacement sent.